Manufacturer narrative:
The customer stated that there is no patient identifier information available on file for the event in question. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display central processing unit and flash card were replaced.

Event description:
The hospital reported that, during a case, the screen went blank. The clinician reportedly cycled power and the screen remained blank with an ec04 error displayed. Power was cycled again and the case was able to continue with no further reported complaint. There was no reported patient injury.